Event description:
Philips received a report that a customer broke a finger when his finger was crushed between the scanner and the trolley.

Manufacturer narrative:
Philips has started an investigation. A follow up/final report will be submitted when the investigation has been completed.

Manufacturer narrative:
The customer stated that there was a slight attractiveness on the 3t MRI towards the flextrak and probably the person assisting removing the flextrak at the feet end acted quicker which caused the flextrak to pivot in towards the scanner trapping their finger against the bore. As per requirement specifications, forces acting on the trolley due to magnetic attraction by magnet shall not exceed 60n. The trolley has been tested for the same and the actual force of attraction on the trolley is 0n. Hence the trolley does not move at all due to magnetic attraction. Even if the trolley moves with the force of 60n, it will not cause an injury or fracture to the finger. Conclusion: the incident happened as the person at the foot end of the trolley pulled the trolley out quicker than the person who trapped her hand at the head end, the trolley pivoted against the bore trapping her hand causing the injury. There is a warning given in the IFU to avoid fast movement of the trolley, especially at the corners. There is also a warning sticker for crushing of the hand present on the magnet cover warning against finger pinching.